Event description:
Procedure: laparoscopic low anterior resection. According to the reporter: surgeon states that during a procedure performed between (B)(6) 2012 and (B)(6) 2013 on the left sigmoid colon and rectum for colon cancer, the procedure went well. They confirmed two full donuts and did a successful leak test. The pt went home two days later. Subsequently, the pt came back a week later with a leak. A re-operation was performed and the pt was given a temporary colostomy. No further info regarding the pt is available as the pt went to another surgeon for f/u care. No staple line reinforcement material was used in the procedure. Surgeon stated there could have been a pt/technique/tissue/other problem. The lot number of the device is not available.

Manufacturer narrative:
(B)(4).